Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 574 mg/dl while wearing the pod less than an hour. The patient reported being unsure if the cannula was properly seated in the infusion site and leaking was observed.

Manufacturer narrative:
The device was received fully deployed with no bends or kinks observed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leaks were observed. No damages or deficiencies in the fluid path were discovered. No damages or defects were observed that would contribute to an improper insertion. The cause of the reported improper insertion could not be determined.